Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 568 mg/dl. The customer reported that they experienced insulin flow blocked alarms for the past week after customer change the infusion set. The customer did not want to go through troubleshooting since they already did all the remedies but none of them worked. The customer declined troubleshooting for high blood glucose and took a backup plan to manage glucose levels. The auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The customer also reported that self test was performed and insulin pump passed the test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted.